Event description:
It was reported the patient complained of chest pain and the atrial lead capture threshold became acutely elevated. A cardiac echocardiogram was performed and showed a small pericardial effusion and a it was reported a microperforation occurred. A lead revision was performed and the lead was moved to a different location in the atrium. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.